Manufacturer narrative:
(B)(4). D4 serial no- correction. D4 lot no- correction. D4 expiration date- correction. D4 UDI- correction. H2 type of follow up- correction. H4 device mfg date- correction. H6 type of investigation- correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional , d9: device availability ¿ additional , g3: date received by manufacturer - additional , h2: additional information/device evaluation , h3: device evaluated by manufacturer - additional, h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D4 model no ¿ additional information. D9: device available for evaluation ¿ additional information. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.